Manufacturer narrative:
Stryker evaluated the customer¿s device and was able to verify and duplicate the reported issue. Investigation found the small keypad assembly was broken and causing the 12-lead key to be activated. The small keypad was replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their main keypad would not work. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their main keypad would not work. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.